Manufacturer narrative:
No product samples, videos were returned for investigation. However, an image was provided by the customer showing the label of the product. A failure mode was not able to be identified with the image provided by the customer. Therefore, a comprehensive failure investigation cannot be performed and the complaint cannot be confirmed. The device history report (DHR) for lot 13887280 was reviewed and no non conformities were found that would led to the reported complaint.

Event description:
The event occurred on an unspecified date involving a transpac® IV monitoring kit, 60", disposable transducer, 3 ml squeeze flush device, macrodrip where the customer reported that the current arterial line is defective. It is difficult to disconnect at patient's side and flushing device breaks easily. There was patient involvement and delay in critical therapy. The caregiver changed to another arterial line tubing to address the issue. There was no serious deterioration in the state of health of a patient, user, or other person. There was no death of a patient, user, or other person. There was no potential for death or serious deterioration in health of a patient, user, or other person.

Manufacturer narrative:
E1 - (B)(6). The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A device history review could not be completed due to the unknown lot number.